Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that the images on the system were not very good on a 350-lb pt in lateral position. The images were blurry and the system shut down one time. The system came up once after it was re-booted.